Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: after confirmation with the sales via phone on 19-sep-2024, the involved quantity should be 7ea.

Event description:
It was reported a patient underwent and unknown procedure on (B)(6) 2024 and suture was used. During the skin suturing process, th pull off suture needle. Causing the patient to bleed more and requiring the doctor to suture removal and sew again, prolonging the operation time. The surgery was completed after multiple changes. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002, device not returned. Additional information provided: there were a total of 7 times of pull off suture needle. The suture was changed 7 times. There was also the risk of the needle being left in the patient's body. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. How much blood did the patient lost? Confirm the qty in cc how was the bleeding treated? Was any blood transfusion necessary? Please confirm the number of sutures pull-off before the suturing process. Please confirm the number of sutures pull-off during the suturing process. How long was the delay? Please specify in minutes. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please provide the source or name and title of external person providing answers to follow up. No product is available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.